Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. They changed the insulin pump site and tubing. Troubleshooting was not performed. The device will not be returned for analysis.